Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. It was unable to test for low battery alarms and battery icon anomaly due to no button response. Moisture damage was found on the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the bolus and down arrow buttons were not responding. He also reported that the insulin pump was showing a low battery. He stated that the night before, the battery indicator went from 3 lines to line, he changed the battery but it went back to one line. Blood glucose value was 111 mg/dl. During troubleshooting, the customer stated that the he was pushed into the pool with the insulin pump. No fluid was seen under the lcd screen. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.